Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported experiencing fast draining battery with their abbott diabetes care device. The product was returned and investigated for fast draining battery, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and no damage was observed. Customer reported that: ¿[fast draining battery]¿. Reader was sufficiently charged. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Further investigation was conducted, where a visual inspection was performed on the returned reader by using a digital microscope. Burn marks were observed on the u13 chip of the returned reader. No anomalies were observed on the returned usb cable or returned power adapter. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured; however, results were not within specification. The returned battery was observed to charge normally. No abnormalities were observed on the returned battery. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader. Off current was measured, which was not within the required specification with an stm processor which indicates the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera (eq5163). A hotspot was observed on the reader's u13 component during the inspection, indicating that the component on the returned reader was contributing to the excessive electrical current drain. The excessive current drain and hotspot observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 component was found through bench testing. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported experiencing fast draining battery with their abbott diabetes care device. The product was returned and investigated for fast draining battery, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.